Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline became stuck within the phenom catheter and the phenom was stretched. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) aneurysm with a max diameter of 3.2 mm and a 2.0 mm neck diameter. The landing zone was 3.5 mm distally and 4.5 mm proximally. The access vessel was the internal carotid artery (ica) with a diameter of 4.5 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was good. It was reported that the patient had two aneurysms located at the left and right ica. For the left ica aneurysm, the physician advanced a phenom catheter and successfully deployed a 4.25 × 16 pipeline device. Subsequently, the physician used the same phenom catheter to selectively catheterize the right ica for deployment of another pipeline device. During deployment, when approximately half of the pipeline braid had been released, the device became stuck within the phenom catheter and could neither be advanced nor withdrawn. Despite several attempts, the pipeline device remained immobile. The physician then decided to remove the entire system. Upon retrieval, the phenom catheter was noted to be stretched. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event.